Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the patient was given infusion treatment at 10:30 on july 4. Before use, it was found that the outer packaging was damaged, so the needle was immediately replaced with a new one at the material pharmacy. No harm was caused to the patient. No other information was provided.